Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device on (B)(6) 2017 to treat an aneurysm. On (B)(6) 2018 the patient was presented with a type 3a aortic endoleak, sac enlargement, (graft separation) and scheduled for a reintervention. Endologix became aware on (B)(4) 2018 that the patient has a planned reintervention on (B)(6) 2018. As of the date of this report there have been no additional patient sequelae reported. The patient's status is stable and no additional information was provided.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device code - remove 1354. Conclusion code - remove 11.

Event description:
Additional information received confirming that re-intervention was completed; the physician elected to treat the patient by implanting a bifurcated afx2 device on (B)(6) 2018. It was confirmed that the reported issues were resolved with the secondary repair, and the patient is stable.